Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricle (rv) lead dislodged. The lead was repositioned on (B)(6) 2019. The device remains implanted and in service. There were no further adverse patient effects reported.